Event description:
It was reported that the patient had a loss of therapeutic effect. The patient was going up and down with the device. It was noted that the patient saw their health care provider (hcp) and they put a new program on because they were going up and down a lot with retaining urine. The patient was adjusted 3 days ago and it was working great through 2 days ago. It was reported that they change to program 3 and had 25 cc 3 days ago, 25 cc 2 days ago, and they were now up to 100 cc last night and this morning. The patient did lower from 5 to 2 times for symptoms. Additional information received reported that the patient had burning in the urinary area that started last night and it may have been a urinary tract infection (uti). When the implantable neurostimulator (ins) was put in that same week it was going up and down like crazy. It was noted that last week the patient went to see their nurse and they put a different program on. It was working really good and it went up one time but then went back down and it had been working good. It was reported that for 3 years the patient had to catheterize 5 times every day and now they were catheterizing 2 times a day. The patient was going to call their nurse of hcp about the burning sensation today.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0h9n5, implanted: 2014 (B)(6); product type lead. (B)(4).